Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported to the sales rep that: "as agreed, here are the x-rays of the (B)(6)-year-old patient: incomplete fracture of the femur at the level of a stem that has been loosened for several years. The idea is to recenter the stem and extend it to the greater trochanter, probably on friday 30 april." Resumption postponed to may 7.

Event description:
The customer reported to the sales rep that: "as agreed, here are the x-rays of the 27-year-old patient: incomplete fracture of the femur at the level of a stem that has been loosened for several years. The idea is to recenter the stem and extend it to the greater trochanter, probably on (B)(6)." Resumption postponed to (B)(6).

Manufacturer narrative:
Reported event: an event regarding loosening and periprosthetic fracture involving an unknown stem was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event was confirmed. There was a fracture around a loose femoral stem in an mrs/gmrh component. Root cause: the root cause of the loosening cannot be determined without additional records. The root cause of the fracture was likely motion and stress from the loose stem. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical information by a clinical consultant indicated: confirmation: the event was confirmed. There was a fracture around a loose femoral stem in an mrs/gmrh component. Root cause: the root cause of the loosening cannot be determined without additional records. The root cause of the fracture was likely motion and stress from the loose stem. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.